Event description:
Health care professional reported the patient was complaining of no pain control with the new pump. Patient was being supplemented with oral agents, so there were no withdrawal issues. A catheter dye study showed good flow through the catheter. A rotor study was not done. Telemetry showed a low battery alarm. The pump was replaced. During surgery, a catheter dislodgement was discovered , so that was replaced as well. The patient is reported to be doing fair right now with adequate pain control, but complaints of nausea. The health care professional is working at adjusting patient's medications.